Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient's ins's were not charging up. When asked what the ins recharger (insr) screen shows when the patient tries to charge, the caller did not know. Troubleshooting could not be done due to lack of access to the product. The caller stated that they would have the patient call in to continue troubleshooting. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.